Event description:
A report was received that a pt's precision system was explanted due to infection. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for eval.